Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug stent was attempted to be used to treat a mildly tortuous, severely calcified lesion with 90% stenosis in the rca. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury was reported. The procedure was completed using a non-medtronic stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: kinks were visible on the hypotube, tactile test confirmed kinks. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. Slight deformation was evident to the distal tip consistent with use. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.